Event description:
Customer reports lancet protruding from end cap of multiclix device. After several attempts to reach customer, manufacturer was unable to determine if lancet failed to retract prior to or after firing. No adverse event reported. A request was made for the return of the product, replacement was sent.